Manufacturer narrative:
(B)(4) investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9350594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles.

Event description:
It was reported that the bd precisionglide¿ needle 26g x 3/8 in was clogged/blocked/occluded. The following information was provided by the initial reporter: caller reported fill resistance issue. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? Yes. Product with issue: bd 26 g, 3/8" needle, pn 305110. Needle lot #: 9350594. Customer's bg at time of event: 222mg/dl ; between 54-500 mg/dl (3.0-27.7 mmol/l), no further bg questions required. Does insulin come out of the existing needle? N/a, issue happened in the past. Customer had already changed needle and syringe at time of call. Resolution: caller was able to successfully fill the existing cartridge with a second needle and syringe.